Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both in tact and was in excellent condition. The device history report showed 1. Found acu watchdog failure in history 2. Found primary audible alarm background test in history. The device was tested using the 1- power up process. 2- occlusion test. The issue was 1. Unable to duplicated the problem 2. Unable to duplicated the problem. It was found 1- acu watchdog is a sympathy alarm is sympathizing the primary audible alarm post error, 2- unable to determine. The root cause was 1- unable to determine. 2- unable to determine. The tech 1. No repair needed due to acu watchdog is a sympathy to primary audible alarm 2. Replaced speaker for preventive. Device passed all functional tests. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the system failure/ audible alarm post software version:1.6.1. No patient injury reported.